Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2018, revised and replaced on (B)(6) 2020 due to a pump tubing tear/leak. Additional information received indicated that the pump/cylinder set was replaced. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces to be rough and irregular, indicating sufficient stress had been exerted to separate the site. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that sufficient stress may have been exerted to separate the site. This stress, in combination with device usage over time, may have contributed to the separation of the shorter pump exhaust tubing. A separation such as this may then result in leakage. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, pump tubing leak tear. The pump was replaced. No other adverse patient effects were reported.